Event description:
Upon conclusion of an incomplete colon exam, it was noted that the colonoscope had a non intact bending sheath at the distal end of scope with exposed and mis-shapen metal known as the insertion tube. Dates of use: 2007. Diagnosis or reason for use: abdominal pain colonoscopy exam.